Manufacturer narrative:
Based on analysis and conducted measurements some exceedances on parameter responsible for correct connections between safety needle and syringe were observed, but a reason of defect can be unrelated to the manufacture. A reason of correct connections between safety needle and syringe may be resulted by misuse. Additionally, accordingly to conducted empirical test based on instruction for use, if the safety needle is firmly seated on syringe as it is recommended by IFU and connection is verified by the user, then no problem with proper connection should occurred. We underline the necessity to following proper use as it shared on IFU from safety syringe to avoid problem connected the needle between the syringe. It suggests: before use, when rotating the safety needle to the syringe, the safety needle should be push in the direction to the syringe, in that case, the hub of safety needle will be rotated into deeper position of spiral line of luer lock, then the needle won't be separated from the syringe.

Event description:
The user stated that after the needle was introduced into the arm, and as pressure was applied to the plunger the needle separated from the syringe (staying in arm) and the vaccine dripped onto the arm, leg, and couch and had to receive a second dose on opposite arm. This event has been reported to vaers and to medwathc form 3500 from user. A second incident occurred where the needle become dislodged from the syringe when the safety was being activated. The needle separated from the syringe and flew up and down onto someone's hand causing a needle stick.